Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. They were trying to rewind the insulin pump when nothing would come on the screen and then there were lines on it. They then got a solid black dot on the screen. The device fell on the pool the other day. They immediately took it out and it was working. The customer¿s blood glucose during the incident was 217 mg/dl. The buttons are not responsive. The screen is blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08710 inches. Unit was monitored for 24 hours and unexpected display anomalies including blank display anomaly, missing segments, black dots, lines across display were noted. No damage on the connector/lcd isolation tape noted. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No traces of moisture found at the electronic or motor assemblies per visual inspection. Unit was received with cracked case at the display window corners. Unit was received with minor scratched display window and case.